Event description:
A healthcare provider (hcp) reported that the patient had their entire system removed because it never helped the patient¿s pain symptom. There were no reports of device issues. This issue occurred since the implant surgery on (B)(6) 2014. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device was noted as radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.